Event description:
This case was reported by a consumer and described the occurrence of oral cancer stage unspecified in a (B)(6) female patient who received sodium fluoride (biotene original toothpaste) for an unknown drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included biotene oral rinse and an unspecified biotene variant reported as "biotene." On an unknown date(s), the patient started sodium fluoride, oral moisturizes and unspecified variant of biotene. At an unknown time after starting sodium fluoride, oral moisturizes and an unspecified variant of biotene, the patient experienced oral cancer stage unspecified and white spots on tongue. This case was assessed as medically serious by gsk. Treatment with sodium fluoride, oral moisturizes and an unspecified variant of biotene was discontinued. At the time of reporting, the events were unresolved. Consumer reported she has used biotene mouth wash, toothpaste and another unknown biotene product for approximately 21 years. Consumer feels these products are the reason she now has mouth cancer. Consumer has stopped using all biotene products.

Manufacturer narrative:
Biotene is manufactured in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).